Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid at an unknown concentration and dose ("like 0.889 or something per day") via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient had an MRI (magnetic resonance imaging) "on friday" and didn't think the pump started back up again. The patient was having excruciating pain in his back and legs starting 2018, and could hardly sleep. The patient also tried to deliver a bolus several times on (B)(6) 2018, and was getting the descending tone, but didn't remember what the screen was displaying. During the call the patient attempted a bolus again and it was successful. The patient thought he saw an "x" in a circle but didn't pay too much attention. The patient tried it about 3 times and kept getting the failure sound. No interventions were mentioned. The patient went to the emergency room. The patient would follow up with his healthcare professional. No further complications were reported.

Manufacturer narrative:
Correction : adverse event should have been selected as well as product problem.if information is provided in the future, a supplemental report will be issued.